Event description:
I have been using the philips dreamstation CPAP device since (B)(6) 2019. There was recently a recall on this device. I developed a cough and shortness of breath last week and went to urgent care on (B)(6) 2021 and the emergency department on (B)(6) 2021. FDA safety report ID# (B)(4).